Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 , model: sc-2218-70 , serial: (B)(6), batch: 5090224/5031340.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. No device malfunction was suspected. The patient underwent a lead replacement procedure.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. No device malfunction was suspected. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted leads were discarded per hospital policy.